Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during closure of an ablation procedure one farawave catheter was being used, the ablation was finished, the catheter was taken out from the patient and it was noticed that the guidewire was stuck. No tissue was seen at the tip of the catheter or guidewire, the guidewire could be removed as normal since it was stuck and no other catheter malfunctions occurred. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis. It was further reported that the device and guidewire were removed from the patient without any issues and once the devices were outside the patient it was noticed that the catheter and guidewire were stuck. It was indicated that the guidewire was not removed from catheter and no issues for deploying the catheter were identified.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during closure of an ablation procedure one farawave catheter was being used, the ablation was finished, the catheter was taken out from the patient and it was noticed that the guidewire was stuck. No tissue was seen at the tip of the catheter or guidewire, the guidewire could be removed as normal since it was stuck and no other catheter malfunctions occurred. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis. It was further reported that the device and guidewire were removed from the patient without any issues and once the devices were outside the patient it was noticed that the catheter and guidewire were stuck. It was indicated that the guidewire was not removed from catheter and no issues for deploying the catheter were identified.

Event description:
It was reported that during closure of an ablation procedure one farawave catheter was being used, the ablation was finished, the catheter was taken out from the patient and it was noticed that the guidewire was stuck. No tissue was seen at the tip of the catheter or guidewire, the guidewire could be removed as normal since it was stuck and no other catheter malfunctions occurred. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. When the catheter was first received at boston scientific's post market laboratory it was visually inspected and it was found that the guidewire lumen was kinked. Due to the damage investigators were not able to insert a guidewire nor deploy the device. The allegation of a stuck guidewire was confirmed. The most likely cause of this kind of damage is the user deploying or undeploying the catheter without the guidewire properly in place and thus the cause was determined to be user error.